Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend while her blood glucose was 153 mg/dl. When customer's blood glucose was 118 mg/dl, the sensor gave a reading of 88 mg/dl. Calibration techniques were discussed. Troubleshooting could not be performed as customer's current sensor reading was not known, as a second calibration was pending. The sensor will not be returning for analysis at this time.